Event description:
The initial reporter questioned high results for multiple patient samples tested for sodium electrode (na) on a cobas c 303 analytical unit on (B)(6) 2025. The samples were repeated on the customer¿s blood gas analyzer. The repeat results were believed to be correct. The following are examples of discrepant results for 6 patient samples. Patient 1 initial result was 146 mmol/l. The repeat result was 140.4 mmol/l. Patient 2 initial result was 146 mmol/l. The repeat result was 139.7 mmol/l. Patient 3 initial result was 146 mmol/l. The repeat result was 137.3 mmol/l. Patient 4 initial result was 147 mmol/l. The repeat result was 141.4 mmol/l. Patient 5 initial result was 149 mmol/l the repeat result was 139.8 mmol/l. On (B)(6) 2025, patient 6 initial result was 150 mmol/l. The repeat result was 140.7 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found an issue with a valve for the dilution vessel, causing carryover to occur. The fse replaced the valve, and the customer had no further issues. The investigation determined that the issue found by the fse was the root cause of the event.